Manufacturer narrative:
(B)(4).

Event description:
It was reported that cardiac perforation was observed. The lead was explanted and replaced. Patient was doing well.

Manufacturer narrative:
Analysis was normal. No anomaly as found. A lead tip stiffness test was performed and the lead was found to be within specification.